Event description:
Event details: the site/user was noted to have reported via (B)(6), as follows: "my name is (B)(6) from the (B)(6) medical center. There was an incident where a clinic performed rapid covid -19 testing using the ihealth antigen kit and had results that came out to 5 false positives and 3 inconclusive results. I do not have the details on how the clinic came up with a confirmation of the false positive but I am assuming they tested a second time using the antigen instead of a pcr."

Manufacturer narrative:
1 initial report suggested there were no medical interventions or treatment provided; the current status of patients is good. Lot number: 221co20203 has not been identified by ihealth labs, inc., as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. 2 customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed 3 as noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. 4 test to the production batch of product retention samples (lot:221co20203), the test was pass.